Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of system error 7 is confirmed based on the customer pictures; however, the returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for a system error 7. As a result, the user reset the alarm and the pump continued to function normally. The field service engineer (fse) was called in to service the pump. The pump was swapped out for the fse to service and the display was replaced as the corner switch wasn't being recognized. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for a system error 7. As a result, the user reset the alarm and the pump continued to function normally. The field service engineer (fse) was called in to service the pump. The pump was swapped out for the fse to service and the display was replaced as the corner switch wasn't being recognized. There was no report of patient complication or serious injury and death.